Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.externalized conductors due to internal insula- tion abrasion were found at 7.6-13.1 cm from the distal tip. Internal insulation abrasion were found at 7.6-7.7cm and 10.1-11.1cm from the distal tip. External insulation insulation abrasion was found at 43.7-43.8cm from the distal tip consistent with lead friction to the ICD. The etfe coating was intact at these locations. (B)(4)-no complaint received with return of device. Failure (event) observed during analysis.